Manufacturer narrative:
H.6. Investigation: this is the 2nd related complaint for stopper separation from plunger on the provided lot number 0181990. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced a plunger that was loose/fell out and leakage past the stopper/plunger. The following information was provided by the initial reporter: when aspirating serum to dilute chemotherapy, the rubber of the 20ml syringe plunger was released, leaking the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced a plunger that was loose/fell out and leakage past the stopper/plunger. The following information was provided by the initial reporter: when aspirating serum to dilute chemotherapy, the rubber of the 20ml syringe plunger was released, leaking the serum.